Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The customer alleged that the battery compartment was damaged and there was moisture within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: during investigation, there was moisture damage observed in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no further moisture damage found. The battery compartment was found to be cracked.